Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a device was explanted and the lead was capped; both were replaced. The device was explanted for unknown reason and the lead was capped due to fracture. No further information is available.